Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4318, lot #: 18467629 description: clik x anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort with the current location of the ipg. It was also reported that the patient believed the device had moved from her left upper buttocks to over top of her spine. The patient underwent an explant procedure wherein she opted to have it removed as the discomfort of where she perceived it was sitting overshadowed her results from the device. The physician confirmed that there was nothing wrong with the patient's device and it did not move from its original placement.